Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that mini pocket engine and the drawer board was defective. The field service engineer replaced the mini pocket engine; however, this did not rectify the problem. Subsequently, the mini drawer board was replaced, the station was rebooted, and the new board was configured, which ultimately resolved the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ anesthesia station es, mini drawer was broken. The customer reported that the malfunction resulted delay in dispensing of the medication to the patient. There were no adverse events or injuries reported based on this incident.